Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary cadd - solis sn: (B)(6) was received from the customer. Visual inspection found damaged dso sensor seal. The reported issue not verified in ehl. Root cause found to be dso seal damaged by customer. Service history review identified this device was last serviced in dec/2018 and the complaint was similar to the previous repair. Replaced dso sensor assembly. Fluid ingression found on front peizo and lens is scratched, thus replaced front peizo and lens.

Event description:
It was reported that the downstream occlusion sensor seal was damaged. There was unknown patient involvement and unknown patient harm.